Event description:
The facility representative reported a colleague infusion pump with an 810:11 failure code. The event was reported to have occurred during programming/set-up. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software (B) (4) which is categorized as unremediated. No additional information is available.

Event description:
Reporter indicated that the pt had their device removed due to an infection. No other info was provided regarding the issue. Attempts for further info regarding the issue, and to have the explanted devices returned for analysis, have been unsuccessful to date.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump for an 810:11 failure code during clinical use, which during service was confirmed as being caused by an out of calibration ail pcb on channel a. The ail pcb on channel a was recalibrated. The pump passed all functional tests and was returned to the customer.